Event description:
It was reported that during a robotic cystectomy procedure, the device failed on the fourth firing. The surgeon was unable to get the device unlocked. It was not known how the device was unlocked. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) = damaged release button. Additional information was requested and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? Unknown. If yes, was the staple line complete? Unknown. Did the device cut? Unknown. If yes, was the cut line complete? Unknown. How was the device removed from tissue? Manual release, opened and removed. Did the jaws of the device eventually open? Yes, using the manual override feature what color cartridge was being used? Unknown the analysis found that one pse60a device was received for analysis without cartridge reload. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The batch record was reviewed and no anomalies were noted during the manufacturing process.